Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following malfunctions found: the insertion part, charged coupled device (ccd) cover lens was dirty. Based on the results of the investigation, the root cause of the reportable issue could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the rhino-laryngo fiberscope exhibited that the insertion part, charged coupled device (ccd) cover lens was dirty. There was no report of patient involvement.